Manufacturer narrative:
Beckman coulter (bec) customer technical support advised the customer to perform weekly maintenance and a system check. The system check failed and results indicated an occlusion of aspirate probes and/or worn peri-pump tubing. Cts assisted the customer in replacing the peri-pump tubing. Afterwards, the customer performed a system check, precision run, and quality control (qc) with passing results.

Event description:
The customer reported an access 2 immunoassay system generated nonreproducible troponin I (accutni+3) results for three patient samples. The customer stated the instrument generated elevated accutni+3 results on an initial run for patient 1 and patient 2. The elevated results were reported out of the laboratory and were questioned. The samples for patient 1 and patient 2 were sent to an alternate facility for testing; an unknown methodology generated lower accutni+3 results. The access 2 immunoassay system in question also generated nonreproducible accutni+3 results for a third patient, patient 3. The sample for patient 3 was retested on the same instrument, which generated a lower accutni+3 result; the customer verbally provided the accutni+3 results for patient 3. The customer is not aware of any impact to patient treatment in connection with this event. The customer runs quality control (qc) every 24 hours and provided data for level 1 qc only. Before the event, level 1 qc results recovered within the customer's set range. After the first elevated accutni+3 result was generated, level 1 qc results were out-of-range. The customer continued to test patient samples on the instrument after qc failed. The customer attempted to recalibrate the accutni+3 assay and failed twice .